Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported opened 20 cc syringe to draw heparin around 1000, package was intact and found black specks inside the syringe.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported that black specks were observed inside the syringe. To support the investigation, one sample with an opened packaging blister was received and evaluated by the quality team. A visual inspection confirmed the presence of embedded dark colored specks within the syringe barrel, with no additional defects or irregularities identified. This type of embedded degraded resin is a known phenomenon that can occur during startup or intermittently throughout the injection molding process, during which degraded material may dislodge and become incorporated into molded components. A review of the device history record was conducted for material number 302830, lot 5273442. The review identified no quality issues during the manufacture of this lot that could have contributed to the reported condition, and no related quality notifications were noted. All manufacturing steps and final inspections were performed in accordance with established specifications. To date, no other similar events have been reported for this lot. Based on the investigation results and analysis of the returned sample, the customer reported condition has been confirmed.